Event description:
It is reported that upon implanting the cup, the inserter handle became loose and it was noticed that the threads on the inserter had been stripped.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: examination of the device shows impaction marks on the strike plate. In addition there are some marks along the side of the frame's shaft which appear to have been caused by impaction. The thread on the locking bolt is fractured near its distal end and the fragment remains attached. The device had a potential field age of approx 1 year at the time of the experience. The frequency of use is unk. It is unk whether the surgical technique was followed when impacting the acetabular shell into the acetabulum. One or a combination of the following factors may have contributed to the experience observed: the device may have been used without an adapter; insufficient thread engagement during impaction; off-axis impaction of the device. Given the info provided and the analysis performed, a definitive cause for the experience of thread fracture cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.